Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to elective replacement indicator (eri). Concern was expressed regarding the short length of time between middle of life 1 (mol1) battery status and eri. This ICD will be returned for analysis.